Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser power was low. Event timing and patient involvement are unknown. Additional information has been requested but not yet received.

Manufacturer narrative:
The system and laser indirect ophthalmoscope (lio) cables were examined and the reported event was replicated. The company representative determined that the lio should be replaced. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming lio cables. However, how or when they became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).